Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a weak circulation pump. The device was evaluated upon receipt. Confirmed a failed circulation pump during assessment testing. The circulation pump would not generate sufficient pressure to pull water up the fill tube without priming the pump. Primed to fill. Serviced circulation pump. The outer shell is missing one nut plate securing the outer shell to the chiller frame. Tank seals lifted from the tank. One chiller frame bolt securing the lower bracket was cross threaded causing the head to break off when removed during servicing. Performed pm procedure. Replaced outer shell with louvers. Two customer device identification plates from the old shell were not reattached to the new shell due to the nature they were attached and will need reattached by the customer. They were included in the returned accessories. Serviced mixing pump. Replaced heater, manifold o-rings, drain valves, tank tubing, tank seals, circulation motor. The remaining bolt was taken out and the threads were re-tapped. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not requires as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that biomed had arctic sun device that has a bad circulation pump and came in for the 2000 hour preventive maintenance service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had arctic sun device that has a bad circulation pump and came in for the 2000 hour preventive maintenance service.